Event description:
The customer initially called for assistance with the insulin pump. During the call, the customer stated that she may have given herself too much insulin. The customer seemed incoherent and her blood glucose levels had dropped from 79 to 51 mg/dl. The customer was advised to treat her blood glucose levels with soda. The customer drank soda throughout the call, and her blood glucose levels came up to 153 mg/dl. The paramedics were called as a precaution, but they did not stay. They left after confirming that the customer's blood glucose levels were within normal range. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.